Event description:
It was reported that patient's merlin.net transmitter sent an alert for backup vvi. An asymptomatic patient presented in clinic during a follow-up with backup vvi. A device download was performed successfully.